Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the surgeon knotted the aortic valve fixation points with tensile strength and adequate hydration that was usually applied to the suture and the suture presented rupture. Therefore it was necessary to make a passage of a new point with a new device. There was no patient injury.